Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
As reported: "patient presented with anterior [right] knee pain. Surgeon states CT indicates patella may be loose & osteolysis due to patella & insert wear. Surgeon replaced patella and insert."